Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 3,000 ohms. The patient was scheduled for a clinic visit and device interrogation was anticipated. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 3,000 ohms. The patient was scheduled for a clinic visit and device interrogation was anticipated. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that the patient was seen in clinic where the sense/pace vector was reprogrammed to unipolar and everything stabilized. No other testing was done. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.